Event description:
This event was reported as mitral stenosis, mitral regurgitation, patient also had aortic stenosis and tricuspid regurgitation. Patient had tee and myomectomy for septal hypertrophy with subvalvar obstruction repair. No further information was provided.